Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. Additional information added to fields: d4 (lot), d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. The device was returned for inspection and the customer's reported issue could not be confirmed. It is likely the customer had a problem due to the tip of the gripper becoming misaligned as it was confirmed that the grasping portion was not properly fitted onto the fulcrum pin and there were traces of contact with the probe on the gripping part but the probe itself had not broken off. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not confirmed. The following information from the instructions for use (IFU) pertains to this event: "·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·when inserting the sonicbeat into or withdrawing it from the trocar, do not apply excessive force. If the sonicbeat is difficult to insert into or difficult to withdraw it from the trocar, make sure that it is not damaged. Attempting to insert or withdraw the sonicbeat with excessive force may cause the insulation on the sonicbeat instrument¿s shaft to be peeled and/or make it impossible to withdraw the sonicbeat from the trocar." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic surgical instrument was used about ten times, then the probe went out of axis(detached). The probe didn't fall into the patient. The issue occurred during a therapeutic sleeve procedure. There were no reports of patient harm. The procedure was continued with another device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.